Event description:
Four and a half-hours postoperatively, the pt experienced low cardiac output requiring re-exploration. At reoperation, the leaflets were found to be "stuck" due to thrombus and the valve was explanted. The pt expired; however, the date and cause of death are unknown.